Event description:
Device 3 of 3. Reference MFR report: 1627487-2011-04277. Reference MFR report: 1627487-2011-04278.

Manufacturer narrative:
Results: the complaint was confirmed. Visual inspection of the extension revealed broken wires in the extension header. The broken wires on the extension were consistent with an overstress condition the extension was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.